Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safe-clip¿ needle clipping & storage devices are not clipping. This occurred on 3 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no.: 328235, batch no.: 8346035. It was reported that the safe clips are not clipping. Verbatim: consumer reporting 3 safe clips not clipping. Stated, only worked for a week. He's been using product for 20 years. Stated, this issue has been happening on and off for a few years with different boxes, just never called in to report it. Consumer is at work, so he did not have item or lot number to provide.

Event description:
It was reported that bd safe-clip¿ needle clipping & storage devices are not clipping. This occurred on 3 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no.: 328235; batch no.: 8346035. It was reported that the safe clips are not clipping. Consumer reporting 3 safe clips not clipping. Stated, only worked for a week. He's been using product for 20 years. Stated, this issue has been happening on and off for a few years with different boxes, just never called in to report it. Consumer is at work, so he did not have item or lot number to provide.

Manufacturer narrative:
H.6. Investigation: customer returned three (3) used bd safe-clip device from lot 8346035. Consumer reporting 3 safe clips not clipping. All three returned safe-clip devices were examined microscopically and all three exhibited dry blood near the cutting hole; the cutting holes were also observed to be blocked by cannula cut from previous usage. Cannula were not able to be cut using the three returned safe-clip devices. The most likely scenario is that the safe-clips are full, have been used over time, and there is no room to store additional cannula. This results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review information, the problem ¿no clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test.